Event description:
The customer reported beam exceeds visible image by 5.9% of 22 inch sid on mag2 mode only. No patient injury was reported.

Manufacturer narrative:
The ge service rep performed a collimator calibration, using the beam alignment tool. No film taken. No processor on site. Checked operation. Machine works as intended.